Event description:
In 2007, this pt was implanted with a gore tag thoracic endoprosthesis. The following day, the pt presented with respiratory failure and complete superior mesenteric artery thrombosis. The pt expired the same day. Further investigation is necessary.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Due diligence was performed to obtain info to complete all blank required spaces on this medwatch.